Manufacturer narrative:
The field service representative (fsr) could not reproduce the problem. He replaced the flow module and flow sensor. The unit operated to the manufacturer's specifications. The suspect devices were returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit was giving a back flow alarm when the fluid was static. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flow module and the flow sensor to operate as intended throughout the evaluation. The flow sensor appropriately alarmed throughout testing.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019, the arterial pump set point was at 1998 revolutions per minute (rpm) while the venous pump set point at 384 rpm and there was a total of six back flow alarms from the arterial flow sensor. Then, the arterial pump set point was at 1866 rpm, while venous pump set point was at 402 rpm and there was a total of six back flow alarms from venous flow sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.